Manufacturer narrative:
Tech support instructed the account to check the head end of the bed for loose bolts and linkages. Repairs have not been completed.

Event description:
The account alleged the bed will not go into trendelenburg but the head end of the intermediate frame will come up if he pushes on the foot section.